Event description:
It was reported that the patient had the implant yesterday for back and leg pain. The patient was feeling too much stimulation since yesterday and it was painful. The patient was unsure how to use the patient programmer (pp) or recharger. The pp was showing a low battery and a question mark (poor communication). Patient still has a bandage on but can take it off to synch. Screen showed 3.50a group a. Patient was able to decrease and was at 3.20v, which was comfortable now. A follow-up appointment for the patient was on monday. It was also reported that the patient had problems with the implantable neurostimulator recharger (insr) and implantable neurostimulator (ins). The ins was not holding a charge. At first the patient was charging the ins every three days, but now she had to charge everyday which was more than expected. She had charged on wednesday and thursday which was when she noticed she had to start charging every day (but it probably started before then). She expected to charge only every other day. It was noted the patient would get black coupling bars. When asked if she had any settings changed recently the patient reported she met with the manufacturer¿s representative on (B)(6) for reprogramming because she was not getting any pain relief which had been since implant. The patient ¿was so sick that she went to see them.¿ it was noted four days of the trial worked fine and she had no problems during the trial. Since reprogramming on the (B)(6), the patient noticed on the (B)(6) stimulation was not hitting the right spot. She was told to turn it off and had to turn it back on. She felt so much stimulation on the right, when it was her left leg, and felt stimulation from knee all down, even the bottom of her feet bothering her. The patient couldn¿t get any relief. She would be o.k. While she was in the office for reprogramming but once she left she was back at the same point in a couple of days. Since implant her implant site hurt. Sometimes she couldn¿t sit down because of where the healthcare provider (hcp) put the leads in, and she couldn¿t sit all the way back on a chair because it hurt. It was noted she had back surgery before. It was noted the scar itself healed and was really smooth but had a little bump in it which was there since implant. The patient had to be wrapped up and everything and it had a scar or ¿scale or whatever ,¿ that came up and it was not as smooth as it should be. It was also reported that the implant hcp ran into a difficulty because one of the leads was not going straight like it did for the test, so he had to curve it. The patient was disappointed and aggravated because she expected a better relief. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The company representative clarified that the explant was scheduled for (B)(6). The device did not help the patient's pain. It was later reported the day after explant that the devices were retained by the hospital. It was unknown how the patient was doing.

Event description:
Over two months later it was reported that the patient has never been satisfied with the ins. Has been reprogrammed numerous times. Less than 50% therapy relief was noted. Patient was getting stimulation in both legs and she did not like the feeling of it in the right leg. The ins did not help the other leg. Patient was not getting good efficacy with the ins. The doctor decided to explant the device system. Patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).